Manufacturer narrative:
Additional information received on (B)(6) 2018 indicated the patient experienced capsular contracture; baker grade IV on the left side and bilateral breast mass. The breast mass was confirmed by mammogram. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round high profile 380cc, catalog number 3503380, serial number (B)(4), lot number 5725994. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 380cc and experienced deflation on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.